Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. Before advancing the dilator over the exchange wire, the dilator tip was noted to be damaged. No details on the resolution of the dilator tip damage was reported, however, the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. The reported event was confirmed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. Before advancing the dilator over the exchange wire, the dilator tip was noted to be damaged. No details on the resolution of the dilator tip damage was reported, however, the procedure was completed successfully without patient complications. The sheath was returned for analysis.